Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that reservoir had air bubble into reservoir. Customer's blood glucose level was 14 mmol/l. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis. The customer was advised to discontinued the insulin pump and revert to backup plan. The reservoir will not be returned for analysis.